Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had transient st elevation changes as anchoring left inferior pulmonary vein (lipv) and right inferior pulmonary vein (ripv) to the posterior wall. The patient hemodynamically 70 systolic blood pressure pre-case and 120bpm hour in atrial fibrillation. The patient was given a pressor to treat blood pressure. During the case, the systolic blood pressure reached up to 110 mmhg, and heart rates were as high as 150 bpm. A pre-procedural CT scan showed a left common pulmonary vein and a small right inferior pulmonary vein. There was a prominent coumadin ridge near the left atrial appendage. The pulmonary veins and posterior wall, as well as the area just anterior to the pulmonary veins in the left atrial chamber, were pre-mapped using a pentaray catheter. At no point was the catheter positioned anterior to the pulmonary veins without a wire extending into the vein. The sheath aspiration was performed according to standard protocol. All catheters were confirmed to be flushing appropriately. It was further reported that the farapulse procedure was performed to treat paroxysmal atrial fibrillation and was completed with pulmonary vein isolation (pvi) and posterior wall isolation (pwi). Transient st segment changes were observed during the procedure, however, they resolved quickly and did not recur post-procedure. No treatment was administered, and nitroglycerin was not given. The patient remained stable following the procedure, and an echocardiogram was ordered afterward. The physician noted that a stress test or cardiac angiogram might be considered in the near future. The st elevation changes occurred while anchoring the left inferior pulmonary vein (lipv) and right inferior pulmonary vein (ripv) to the posterior wall. The procedure was paused when st elevations were noted on the surface leads via cardio lab. A 12-lead EKG was printed for further evaluation. The st changes resolved after the EKG was reviewed but reappeared during subsequent anchoring of the ripv to the posterior wall. These changes again subsided shortly thereafter. The st elevation was identified through surface lead monitoring on cardiolab. It is unknown whether the patient had any pre-existing conditions that may have contributed to the event, as patient history details were not available. Additional catheters inserted via the faradrive included a pentaray catheter from carto, a vcc dilator, and a farawave catheter. Activated clotting time (act) was maintained above 300 seconds throughout the procedure following transseptal access. The patients ejection fraction (ef) is unknown. It is also unclear whether any circulatory support device was used, although a vasopressor was administered to manage hypotension.

Event description:
It was further reported that the farapulse procedure was performed to treat paroxysmal atrial fibrillation and was completed with pulmonary vein isolation (pvi) and posterior wall isolation (pwi). Transient st segment changes were observed during the procedure; however, they resolved quickly and did not recur post-procedure. No treatment was administered, and nitroglycerin was not given. The patient remained stable following the procedure, and an echocardiogram was ordered afterward. The physician noted that a stress test or cardiac angiogram might be considered in the near future. The st elevation changes occurred while anchoring the left inferior pulmonary vein (lipv) and right inferior pulmonary vein (ripv) to the posterior wall. The procedure was paused when st elevations were noted on the surface leads via cardiolab. A 12-lead EKG was printed for further evaluation. The st changes resolved after the EKG was reviewed but reappeared during subsequent anchoring of the ripv to the posterior wall. These changes again subsided shortly thereafter. The st elevation was identified through surface lead monitoring on cardiolab. It is unknown whether the patient had any pre-existing conditions that may have contributed to the event, as patient history details were not available. Additional catheters inserted via the faradrive included a pentaray catheter from carto, a vcc dilator, and a farawave catheter. Activated clotting time (act) was maintained above 300 seconds throughout the procedure following transseptal access. The patient's ejection fraction (ef) is unknown. It is also unclear whether any circulatory support device was used, although a vasopressor was administered to manage hypotension. It was further reported accessory devices and catheters were used during the farapulse case were the farawave catheter, versacross connect, faradrive steerable sheath, alligator clips, dyn xt, pentaray catheter, 2d siemens acunav 8f, ice catheter, carto mapping system. Additionally, there were a total of 66 applications.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.